Event description:
It was reported that 4 days after the implant, the patient was admitted to hospital to rule out a possible infection at the implantable neurostimulator (ins) site. The site was red, extremely tender and there was swelling. The patient was being treated for a possible infection. They only ran IV antibiotics for 2 days in the hospital but stopped them because it was determined there wasn¿t an infection present. The cultures of the site came back negative. The patient never ran a high temperature. The redness and swelling gradually started to decrease. It was decided that the device would not be explanted. The patient was in a long term care facility to continue to recover and build up strength before going home.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n380742, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).